Manufacturer narrative:
Engineer¿s evaluation relayed, "based on this investigation, the part left biomet in a conforming condition and it appears that the part had either been dropped or had seen considerable use and had worn beyond its useful life." Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues reported for these lots. Results of investigation relayed to sales rep via e-mail. Review of complaint history found no additional issues reported for item: 32-486510 lot: zb121202 combination. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. During the procedure, the instrument fractured. There was no delay in the procedure. No fractured pieces fell into the patient.